Manufacturer narrative:
H3: product analysis: part # 5480004v, lot # kh20m748 visual examination confirmed the tip of the ball ended removal tool has been broken. Optical inspection of the fracture surface revealed a fairly flat fracture with circular material flow. This type of damage is consistent with torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding an instrument used for lumbar fusion. Levels implanted was l4-5. It was reported that the tip of the instrument is broken off. Instrument was not used in surgery. There was no patient involved at the time of event.